Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Email - (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on the patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification) and one opening in radius, anterior and posterior assessed as surgical damage. Additional observations: creases are observed. Additional, changed, and/or corrected data: b6, b7, d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.